Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported a patient had continued chest pressure so the intra-aortic balloon (iab) was inserted for coronary perfusion and transferred for bypass, but an ¿autofill failure¿ occurred. The customer stated that all the troubleshooting instructions were followed, but this did not resolve the issue. The customer then replaced the iab with a smaller iab and therapy continued successfully. There was no reported injury to the patient.

Event description:
It was reported a patient had continued chest pressure so the intra-aortic balloon (iab) was inserted for coronary perfusion and transferred for bypass, but an ¿autofill failure¿ occurred. The customer stated that all the troubleshooting instructions were followed, but this did not resolve the issue. The customer then replaced the iab with a smaller iab and therapy continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
Date of event changed from: (B)(6) 2018. Complaint # (B)(4), record # (B)(4).